Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a patient implanted is having "infection issues" in their neck, and generator is moving into her breast area. Information was received that there were non-resorbable sutures, specifically a prolene stitch, used during the patient's implant surgery. Device history records were reviewed for the lead and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Manufacturer narrative:
Section b5. Describe event or problem; corrected data: relevant known data was inadvertently not submitted in supplemental #01 MDR.

Event description:
It was reported that per the physician, the recent chest infection was a continuation of the previous neck infection and it was believed to be related. Device history records were reviewed for the generator and the device passed all functional specifications and quality tests and were sterilized prior to distribution.

Event description:
Information was received that the patient's neck infection cleared up after a debridement procedure, however now the generator site is infected. Thus the patient's lead and generator were explanted. No additional relevant information has been received to date.